Event description:
Customer reported over infusion of cardizem. Cardizem 100ml infused in 1 hour. Programming was to be for 10ml/hour. Add'l medication was required to support the pt's blood pressure. Customer did not know the programming option selected in the pump for the event. Despite requests, no other info was provided.

Manufacturer narrative:
Manufacturer's report date: 10/22/2009. Pt's info requested and all available info is included. Device and/or event logs were requested of the facility, but the customer declined to provide them at this time. If further info is obtained, a follow up report will be submitted.